Event description:
A nurse reported that during phacoemulcification using grade 3 dense setting, the tip gets too hot and a pt sustained a corneal burn. Additional info has been requested, but no additional info has been provided.

Manufacturer narrative:
The facility did not request service. There was no sample returned for eval and no additional info provided related to this event. A review of complaints for the last 24 months did indicate 1 similar report for this system. A root cause has not been identified. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the (B)(6) pt safety advisory abstract: preventing corneal burns during phacoemulsification, march 2010, vol. 7, no. 1: 23-25, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment. (B)(4).